Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The request for additional information was responded to with the information requested but unknown. Based on the information available and the testing conducted, the cause of the reported problem was not determined.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor requesting the equipment functionality check. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor requesting the equipment functionality check. There was no patient involvement.